Event description:
It was reported that patient got hospitalized on (B)(6) 2026 due to high blood glucose and treated with intravenous fluids and insulin and the patient reported insulin flow blocked alarm issue.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site:3003442380.